Event description:
The complainant reported that the product needs a safety seal packaging. They continued that you could tell with other products on the shelf that they had been opened and handled. (Www.dentalconcepts.com).